Event description:
It was reported that this right ventricular (rv) lead exhibited increased impedance (within range). No adverse patient effects were reported. Remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).